Manufacturer narrative:
The reported events were lead dislodgement, over-sensing, and helix unable to retract. The helix unable to retract was confirmed, while the dislodgement and over-sensing were not confirmed. Overtorque from procedural damage led to the helix being unable to retract. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer report number: 2017865-2021-06091; related manufacturer report number: 2017865-2021-06388. It was reported the patient presented for their implantable cardioverter defibrillator exhibiting multiple shocks for an inappropriate rhythm. Programming changes were made to turn off device therapy. Upon x-ray, the atrial and right ventricular lead were noted to be dislodged. During procedure, the right ventricular was over-sensing atrial signals and the physician was unable to retract the helix. The physician explanted and replaced the implantable cardioverter defibrillator, and right ventricular lead, as the atrial lead was repositioned on (B)(6) 2021. The patient was in stable condition.